Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that in the middle of the therapeutic surgical procedure, the image displayed by subject device had noise across the entire screen. The noise was biased upwards and downwards and occurred when device was used for a long time. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that in the middle of the therapeutic surgical procedure, the image displayed by subject device had noise across the entire screen. The noise was biased upwards and downwards and occurred when device was used for a long time. The procedure was completed using the same set of equipment. There were no reports of patient harm.